Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a (B)(6) female patient receiving baclofen (type, dose, and concentration unknown) via an implantable infusion pump. The indication for use was noted as intractable spasticity and head/brain injury. The patient stated the pump "slipped" and stated between the pump slipping and when the pump was replaced the pain wasn't controlled as well. The patient verified that pump was replaced due to expected longevity. The patient mentioned that she had "excruciating" neuropathy in her feet and asked if the medication can help that. The patient was redirected to follow up with the healthcare provider (hcp). No troubleshooting, actions taken, cause, intervention was reported related to this event. Follow up was conducted to obtain the required information. If additional information is received a follow up report will be sent.